Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted or explanted. (B)(6). Product investigation summary: one (1) matrix distractor rack (part: 03.632.087 / lot: t957451) was received with a complaint category of "does not/will not function: fell apart." The returned instrument was examined and the complaint condition of ¿broken¿ was confirmed as the part was received with the thumb screw on the ¿c¿ arm sheared off from the rest of device, which resulted in the wing nut falling off. The balance of the device is in good condition with minimal signs of wear and tear. Based on the intended function of the returned device, and the nature of matrix spine procedures, it is possible that exposure of the distractor to greater than intended forces during distraction, or unintended usage/maintenance of the device, could have contributed to the complaint condition. A visual inspection under 5x magnification and a drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The distractor is used for distraction during matrix spine procedures, including distracting the interbody disc space during posterior interbody fusions. The relevant drawings were reviewed and the design history was found to not impact the complaint condition. Device history record review: manufacturing date: march 4, 2011. Review of the device history record showed that there were no issues at the time of manufacturing that would contribute to the issue outlined in this complaint. A review of inspection records and certifications confirms that the material, components, and final products met inspection records, certification test values, and acceptance criteria. All (B)(4) parts of the lot were checked 100% for features and function at the final inspection. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reported an event as follows: it was originally reported that an interbody fusion device was implanted during a lumbar decompression interbody fusion procedure at l4 on (B)(6) 2016. After insertion of the implant, the matrix distractor rack instrument was removed. Upon placement back in the graphic case, the scrub nurse noted that the device had become dismantled. In particular, the screw was out, but retrieved. As the dismantling occurred outside of the surgical field, no additional x-rays were required. The patient was closed and the procedure was completed with no reported delay or additional medical intervention. Upon investigation of the returned device, which was completed on july 29, 2016, it was noted that the thumb screw on the ¿c¿ arm of the device had sheared off, which then caused the wing nut to fall off. Based upon this updated information, the reportability determination was re-assessed and the event was found to now represent a reportable issue. This report is 1 of 1 for (B)(4).